Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the ups needed to be replaced. The customer will order and replace the ups. No conclusion can be drawn as repair info is not available.